Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
.

Event description:
On (B)(6) 2015 a health care professional (hcp) called boston scientific technical services (ts) to report that the 4480 lead would be extracted due to infection. It was not confirmed if the extraction actually occurred. Then, approximately one month later (B)(6) the patient passed away. The cause of death was not provided. Records indicate the following products were implanted when the patient died: pacemaker model k173, right ventricular (rv) lead model 4457 (which had been previously abandoned in 2014), and an active right atrial lead model 4480.

Event description:
Boston scientific received information that the patient with a pacemaker exhibited an infection. All available information indicated that this device remains implanted. No additional adverse patient effects were reported.